Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient obtained a call service alarm on the reported pump. The issue was not resolved with troubleshooting. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: investigators were unable to verify or duplicate the original call service alarm complaint. The black box data for the complaint has been overwritten due to continued use of the pump. The available pump history showed no evidence of any call service alarms (cs-064). The ezprime steps and a 24 hour duration test were successfully completed with no call service alarm occurrences. The pump cover was removed and there was no evidence of internal moisture damage. The motor flex was found to be fully seated with no damages observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.